Event description:
The patient reported that they saw poor communication on the programmer. They checked the implant and were unable to connect since the week prior to the report. It was indicated that the issue was not resolved when antenna was secured, or when the programmer was placed directly over the implantable neurostimulator (ins). The patient mentioned that they were going to call the healthcare provider to check if they had a clinician programmer, or request the manufacturer representative check the ins. It was further reported that the patient had a gradual return of pelvic pain ten days prior to the report. It was noted that the device was to help with pelvic pain. The patient planned to see their healthcare provider for other issues that were not related to the device or therapy. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.